Manufacturer narrative:
The insulin pump passed the displacement test and active current measurement. However, the pump failed the sleep current measurement and self test due to an problem isolated to pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device depletes batteries less than a day. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.